Event description:
Medical staff reported a rupture. This relates to the left side. Device has been explanted and replaced with a non - allergan device.

Event description:
Medical staff reported a rupture. This relates to the left side. Device has been explanted and replaced with a non - allergan device.

Manufacturer narrative:
Health effect impact code: f2203- imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.